Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported blood leaked from a bd vacutainer® adapter with luer adapter. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for sleeve leakage with the incident lot was observed. Evaluation of the customer samples was performed and sleeve leakage was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for sleeve leakage with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and sleeve leakage was observed. Root cause description: based on the investigation, a root cause could not be determined.